Manufacturer narrative:
External insulation abrasion was noted at 30.0cm to 30.2cm from the distal tip consistent with lead friction to the device can.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) lead was oversensing noise. The patient was asymptomatic. The ra was explanted and replaced. The patient was stable throughout procedure.